Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient orders failed to remain in the patient list. The patients did not stay in the pyxis queue, resulting in delays when returning medications after procedures, as staff had to search for each patient manually. It was unclear whether this issue also affected the pulling of medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not staying on their patient list. A technical support specialist (tss) verified that all server report setup configurations were checked with no issues identified. It was determined that only one patient had been affected due to an incorrectly submitted admission time, which prevented the patient record from crossing to the station. According to the customers response, no further issues were detected after a new patient was assigned through adt. Server time related options were adjusted as part of remediation, and the customer requested case closure, noting that a new ticket would be raised if the issue continued for nursing staff. The system functioned as intended after technical support specialist investigated the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient orders failed to remain in the patient list. The patients did not stay in the pyxis queue, resulting in delays when returning medications after procedures, as staff had to search for each patient manually. It was unclear whether this issue also affected the pulling of medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.